Event description:
The reporter obtained blood glucose results of 310 mg/dl and 142mg/dl on the accu-chek advantage sys. The reporter states she obtained an add'l comparison with blood glucose results of 310 mg/dl and 153 mg/dl on the accu-chek advantage sys. On both occasions, test results were obtained within 10 mins. No action was taken based on the readings. No adverse event reported. New sys sent to customer and return requested.